Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. Additional analysis found all conductors had blood/body fluid (not obstructed).

Event description:
It was reported that the left ventricular lead was abandoned due to patient anatomy. A new lead was implanted. No patient complications have been reported as a result of this event.